Event description:
Title: comparison of outcomes of laparoscopic sacrocolpopexy with concomitant supracervical hysterectomy or uterine preservation the objective of this retrospective study was to compare the outcomes of laparoscopic sacrocolpopexy with concurrent supracervical hysterectomy or uterine preservation. Between 2 august 2015 and 1 february 2019, the authors compared the data of patients with pelvic organ prolapse (n=274) who underwent laparoscopic sacrocolpopexy with uterine preservation (lsc/up) (n=42) with the data of controls who underwent laparoscopic sacrocolpopexy with supracervical hysterectomy (lsc/sch) (n=232) for 24 months . After propensity score matching (ratio: 2, for the laparoscopic sacrocolpopexy with supracervical hysterectomy group), (n=56) were in the supracervical hysterectomy group and (n=28) in the uterine preservation group. Lsc was performed with anterior dissection to the level of the bladder neck and posterior dissection to the levator ani muscle. Two separate sheets of polypropylene mesh (gynemesh; ethicon) were sutured to the vagina using permanent nonabsorbable sutures. Reported complications include the anterior, posterior, and apical compartment prolapse recurrences, stress urinary incontinence. In conclusion, the results demonstrated no difference in composite failure between the two techniques, although there was a trend toward a meaningful difference; the study design was underpowered to detect the difference.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: https://doi.org/10.1007/s00192-023-05534-0.